Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right shoulder procedure on (B)(6) 2015. During the procedure, a drill bit fractured in the patient's bone. The fracture piece was retained by the patient.